Event description:
It was reported that, the subject device had a cable breakage. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no image, dirt on coupler unit, and water tightness is lost. A root cause could not be identified. Based on the results of the investigation, the cause of the cut cable was unable to be established. The cut cable did likely cause there to be no image and water tightness to be lost. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.